Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The pump was received with the warranty seal unbroken. The pump was visually inspected for physical damage, and none was seen. The pump was then visually inspected for burnt/damaged components on all pcbas and none were seen. Additionally, both pressure sensor and stepper motors were visual inspected for physical damage and none was seen. Only part of the customer complaint was confirmed. Although the pump passed the pressure sensor and motor test, the stepper motors were a making more noise than usual each time they extended or retracted. The stepper motors in question were then swapped out for a known working stepper motors. Once the swap was complete; performed the pressure sensor and motor test again. No noise or issues were observed during testing. The critical error log was also reviewed and there were no errors related to the reported complaint. The probable root causes for the noisy stepper motors could be due to (1) user error and/or (2) a damaged or worn stepper motors. The probable root causes for the pump not measuring pressure properly could be due to (1) user error and/or (2) a software error. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the crossflow pump pinch valve makes excessive noise. Further, the pump stopped measuring pressure properly and shows zero pressure throughout the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the crossflow pump pinch valve makes excessive noise. Further, the pump stopped measuring pressure properly and shows zero pressure throughout the case.